Manufacturer narrative:
This report is filed on february 17, 2020.

Event description:
The device was explanted due to infection, non-auditory percepts. The device passed all electrical tests confirming correct device function.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2019. The patient was not re-implanted as of the date of this report. This report is submitted december 16, 2019.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2019. The patient was not reimplanted as of the date of this report. This report is submitted december 16, 2019.

Manufacturer narrative:
This report is submitted on may 13, 2019.

Event description:
Per the audiologist, the patient experienced pain and swelling at the site, first occurring on (B)(6) 2017. The patient was hospitalized for five days (date not reported) for a post- surgery infection at the implant site and treated with intravenous antibiotics (date not reported). The patient is being clinically managed by the treating health care provider.